Event description:
It was reported that during a hip procedure the pin cut inside of the collett. Nothing fell into the surgical site. There was a slight delay while they obtained another device to complete the surgery. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was returned to the MFR and a review is anticipated. A f/u report will be done if the investigation requires.